Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling while attempting to shape the guide wire tip with the unspecified guide wire introducer resulted in the reported tip break. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that prior to use when attempting to shape the .014 allstar guide wire tip with the unspecified guide wire introducer, the guide wire split into two at the end. A new allstar guide wire was used to successfully continue the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.